Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) checked the machine and found display was flickering. Fse removed and reconnect the display board & video receiver board. Now unit tested found working ok. Handed over the equipment to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field safety engineer during routine check that cs100 intra-aortic balloon pump (iabp) had display issue. No patient involvement and no injury reported.